Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had received a tha some time ago and became painful. Surgeon did the original surgery determined the cup had moved over time and decided to revise the acetabular cup because it was loose. The 32 mm + 5 hip ball, a mm cup and a mm neutral liner were explanted and replaced with a competitor cup. The summit stem was left implanted and a new hip ball was used on the stem. Original implant date unknown. It was also reported that the loosening interface was non-cemented.